Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for a follow up via remote, the implantable cardioverter-defibrillator was noted delivering inappropriate therapy due to undersensing of atrial fibrillation with rapid ventricular rate. Programming changes were made. The patient was stable.